Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited a sudden jump increase in the pacing impedance from 400 to 800 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. This device has been returned.

Event description:
It was reported that this pacemaker system exhibited a sudden jump increase in the pacing impedance from 400 to 800 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further evaluation was recommended. No adverse patient effects were reported. This system remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.